Event description:
It was reported that during central processing, the end of the grasper fell off the prograsp forceps instrument. No patient was involved with this complaint. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that no fragments fell into the patient and the site¿s instrument cleaning or sterilization methods have not recently changed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the main tube broken. Small fragments appeared to be missing based on visual inspection. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Additionally, signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibited orange discoloration. The instrument was found to have dried residue on the clamping pulleys. The complaint regarding the physical damage was confirmed by failure analysis.